Manufacturer narrative:
Image analysis: one image was provided for evaluation the image is of the back of the patients leg. Skin irrigation can be confirmed on the back of the patients leg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the venaseal closure system was used in an implant procedure and skin irritation or a skin burn was noted near the access point approximately 30 minutes after the procedure was completed. The irritation or burn was treated symptomatically with medication, and no pain during active treatment and no additional symptoms were reported. The irritation or burn resolved after 2 days, and no additional treatment was required.